Event description:
Per independent repair center statement the unit is alarming or red light. The key failure was the rexroth for the 4 way valve was stuck. Additional malfunctions include the v-beds for the sieve beds fitting was leaking, the poppet valve for the solenoid was not shifting, and the smart pack was dirty.